Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) (B)(6) alleging his meter (unknown name) was reading inaccurately low. The customer service representative (csr) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began approximately one month prior to contacting lfs for assistance. The patient did not provide any blood glucose readings that were of concern. The patient reportedly manages his diabetes with an unknown type of insulin based on a fixed dose and stated he continued with his usual dose of insulin in response to the alleged issue. Approximately 2-3 weeks ago, on an unknown date/time, he claimed he "lost consciousness" and was taken to the emergency room where he was treated with an unknown type and dose on insulin by an hcp. No other device was reportedly used at the time. At the time of troubleshooting, the cca noted that the patient had already thrown away the products and could not identify what types of meter/test strips were being used. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed he received inaccurate low results with the subject meter, did not take the correct amount of insulin and consequently led to a serious injury that required medical treatment from an hcp.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.